Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to contamination /decontamination problems. The most probable cause is component failure. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchofibervideoscope was returned to the service center with a report of the resi test end broke off in scope; it was stuck inside scope lumen channel. Unable to dislodge. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, found foreign material was found inside the forceps passage and the brush passage of the channel. There was no patient involvement.